Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
Main speaker- faulty (B)(4). Case description: tech called in for help on 8015bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Get error code 133.6090 on 8015bd unit which is the main speaker on unit needs to be replace, unit under warranty perfer tp sens in for warranty repair transfer call to services repair desk for further assist.